Event description:
It was reported that patient's both batteries were checked for battery levels and were "okay." Longevity calculation for one of the batteries yielded approximately 44 months since the time of implant. The other ipg (implantable pulse generator) was not tested because the patient did not use it often as it caused some speech issues. Also, when the other ipg was turned on during the report, the patient felt zapping in her hand, which she had not felt prior to the report. It was also stated that the device was off and that the patient didn¿t necessarily intentionally turn it off. Two and a half weeks later several conflicting statements were reported: the patient did not have concerns with her device or therapy. - the patient received assistance on (B)(6) 2013 from her doctor or medtronic representative and her concerns were resolved. The patient was still having concerns regarding her device or therapy but she was working with her doctor or medtronic representative, with no appointments scheduled at the time of the report. The patient was still having concerns regarding her device or therapy but had not sought further help. The patient was trying to locate a physician who was familiar with her device and it was stated that the patient needed a doctor in the area who could change batteries. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2008: product type implantable neurostimulator; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008: product type extension; product ID 3387s-40, lot# v125146, implanted: (B)(6) 2008: product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008: product type extension; product ID 3387s-40, lot# v100718, implanted: (B)(6) 2008: product type lead. (B)(4).